Manufacturer narrative:
Batch review performed on 23 november 2023. Lot 175625: (B)(4) manufactured and released on 05-dec-2017. Expiration date: 2022-11-20. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Additional item involved in the event, batch review performed on 23 november 2023. Gmk-sphere 02.07.1206l tibial tray fixed cemented size 6 l (k090988) lot. 148743 lot 148743: (B)(4) manufactured and released on 17-mar-2015. Expiration date: 2020-02-01. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 4 years and 10 months from the primary, the patient came in reporting instability due to a loose tibial tray and femoral component. The surgeon revised the tibial tray, insert and femoral component and the surgery was completed successfully.